Event description:
Reportedly stent was deployed in the superficial femoral artery. The stent moved forward and compressed. Because of the compression the lesion was not covered completely, so another stent was put in. No further info provided. No device returned for evaluation. Note: this device was being used off label as it is approved for use in the biliary tree.